Event description:
A baxter field service technician serviced a colleague device for a battery issue. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced during evaluation. The cause was determined to be use/user error. The main batteries and battery harness were replaced. Additional information: this issue has been escalated to CAPA.